Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's granddaughter reported that the customer received an inaccurate reading of 109 mg/dl on their freestyle lite meter because she was shaking severely. According to the granddaughter, the customer had a seizure and the paramedics were called. The paramedics treated the customer with a drink made of sugar and transported her to a health care facility. The customer was diagnosed with hypoglycemia but no additional treatment was given. There was no report of death or permanent impairment associated with this event.